Event description:
It was reported that the generator had an e459 error code. The issue was found during maintenance. No harm reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.